Manufacturer narrative:
A beckman coulter laboratory solution specialist (lss) was dispatched to the customer site. The lss inspected the instrument and observed photocal was abnormal. The lss also noted all assays with primary wavelength of 340nm were impacted. Several results were negative. The lss identified the failure mode as defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. Section a2, a4, and a5: information was not provided by the customer. Section e1, initial reporter telephone number is (B)(6).. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the patient results of multiple assays showing an asterisk (*) flag involving their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change in patient treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided three (3) examples of false patient results.